Manufacturer narrative:
This 45-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of medical device removal ('device removal in daycare'). In 2013, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). Fallopian tube occlusion insert was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: (B)(6) 2020 seven year fu, patient requested device removal. Or [interpreted as surgery] was postponed due to covid19. Removal performed on (B)(6) 2020, hospitalization and discharge within the same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. On 20-aug-2020: ha reference number (it 2037683) provided. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 45-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 50643855) inserted. The case describes the occurrence of medical device removal ('device removal in daycare'). The subject's concurrent conditions included abdominal pain. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic tubectomy). Fallopian tube occlusion insert was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The investigator considered medical device removal to be related to fallopian tube occlusion insert. The reporter commented: (B)(6) 2020 seven year fu, patient requested device removal. Or [interpreted as surgery] was postponed due to covid19. Removal performed on (B)(6) 2020, hospitalization and discharge within the same day. Essure removed at the patient request. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: medical history, insertion and stop date of essure and lot number added (50643855). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 45-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: 000160043) had fallopian tube occlusion insert (batch no. 50643855) inserted. The case describes the occurrence of medical device removal ('device removal in daycare'). The subject's concurrent conditions included abdominal pain. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic tubectomy). Fallopian tube occlusion insert was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The investigator considered medical device removal to be related to fallopian tube occlusion insert. The reporter commented: (B)(6) 2020 seven year fu, patient requested device removal. Or [interpreted as surgery] was postponed due to covid19. Removal performed on (B)(6) 2020, hospitalization and discharge within the same day. Essure removed at the patient request. Lot number: 50643855, manufacturing date: 2012/01, expiration date: 2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 45-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 50643855) inserted. The case describes the occurrence of ovulation pain ('ovulation pain'). The subject's concurrent conditions included abdominal pain. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In 2017, the subject experienced ovulation pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic left and right tubectomy). Fallopian tube occlusion insert was removed on (B)(6) 2020. At the time of the report, the ovulation pain had resolved. The investigator considered ovulation pain to be related to fallopian tube occlusion insert. The reporter commented: (B)(6) 2020 seven year follow up, patient requested device removal due to ovulation pain. Event was considered to be non-serious, of mild intensity and possibly related to essure by investigator. Operation was postponed due to covid19. Removal was performed on (B)(6) 2020, hospitalization and discharge within the same day. No vasoconstrictive agent was used. Both essure devices were removed intact.. Lot number: 50643855 manufacturing date: 2012/01 expiration date: 2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: patient ID was updated. Intended essure removal due to ovulation pain, event added with start and stop date and causality assessment. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled (B)(6)" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert inserted. The case describes the occurrence of medical device removal ('device removal in daycare'). In 2013, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject underwent medical device removal (seriousness criteria medically significant and intervention required). Fallopian tube occlusion insert was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The relationship of medical device removal to treatment with fallopian tube occlusion insert was not reported. The reporter commented: (B)(6) 2020 seven year fu, patient requested device removal. Or interpreted as surgery was postponed due to covid-19. Removal performed on (B)(6) 2020, hospitalization and discharge within the same day. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.